Manufacturer narrative:
Samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue as the return samples were open and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Needles were bent and broken during use.